Event description:
A highway patrol officer called to report the death of the customer due to a car accident. The officer inquired on the downloading capabilities of the pump. It was stated that the customer was found two to three days after the death. The customer was wearing the pump at the time of the accident. Two days later another officer called again and informed that the customer went over a cliff in a traffic accident and passed away. The pump had blank display at the time of call. The cause of the death was unk. The officer stated that the customer did not expire as result of traffic accident, appears that the customer tried climbing out of the accident area (in the rocks) and was found dead few days later. The accident was in isolated area.